Event description:
This ra lead was implanted on (B)(6) 2009 and remains implanted at this time. A call was placed to technical services on 04/18/2017 stating impedance spikes, last time patient was checked, impedance was 500 ohms and now 1300 ohms. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).